Event description:
Allegedly, pt had pain. Op report states "on examining the bipolar shell more closely, one of the polyethylene retaining rings appeared to have a crack in it."

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2008-00362, 00363. This report will be updated when the investigation is complete.